Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported air leak and subsequent pt complications remain unk. (B) (4). (B) (4).

Event description:
It was reported the transseptal puncture was performed without any problems. The brk needle and the dilator were removed according to the guidelines and instructions for use. Following removal, the sheath had been flushed accordingly. The location of the sheath was in the left inferior atrium pointing to the left ventricle. Suddenly the pt developed bradycardia and asystole and needed stimulation due to missing heart rhythm, elevations in the ECG, which declined after 10 minutes. The pt was then given 'annexate' on which he reacted with a spasm. The pt didn't fully wake up; the right pupil was dilated which was a sign of a neurological problem. The pt was transferred to (B) (6) and treated in the pressure chamber. The pt is unconscious and mechanically ventilated.